Event description:
New information received noted lead was explanted and replaced on (B)(6) 2023 due to the issues seen in 2021. Patient had no consequences as a result of the issues and was stable before, during, and after the replacement procedure.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, undersensing, and extracardiac stimulation were not confirmed. A complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with diaphragmatic stimulation from their atrial lead. Lead was reprogrammed accordingly. However, healthcare worker also suspected that the lead may have been dislodged due to under-sensing and loss of capture. An x-ray was suggested to a healthcare provider. No patient condition after the event was reported.